Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysi. Returned product consisted of a renegade hi-flo microcatheter, with the guide wire loaded in the shaft of the device. The guide wire could not be removed from the shaft. Analysis of the tip, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the outer shaft was separated 2cm and 41.2cm from the strain relief, and the inner shaft was stretched in between the outer fractures. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities. The reported fracture was confirmed.

Event description:
It was reported that the microcatheter fracture occurred. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During preparation it was noted that the microcatheter was fractured. The procedure was completed with another of same device. No complications were reported. The patient condition was stable.

Event description:
It was reported that the microcatheter fracture occurred. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During preparation it was noted that the microcatheter was fractured. The procedure was completed with another of same device. No complications were reported. The patient condition was stable.